Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 110 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated that the battery compartment is damaged and spring is damaged. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to verify the low battery alarm due to a blank display. The pump was received with a corroded battery tube, cracked battery tube threads, and a cracked reservoir tube lip.